Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was "rupture" and removal of "textured" device.

Event description:
Healthcare professional reported left side "rupture" and removal of "textured" device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; broken shell and others and underweight. A visual and microscopic analysis was performed which identified; sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "rupture" and removal of "textured" device. Device has been explanted.